Event description:
Per the customer, the accuracy of the device failed. The procedure was completed successfully without a clinically significant surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: d9, h3, h6 device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the customer, the accuracy of the device failed. The procedure was completed successfully without a clinically significant surgical delay; no medical intervention or adverse consequences were reported.